Event description:
It was reported that immediately after placement, the foley catheter balloon was burst.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of catheter with rupture balloon. Third photo sample shows inflation valve cap. The fourth photo shows the product packaging information. Visual evaluation of the returned sample noted one opened (without original packaging), a 2-way foley catheter. Visual inspection noted the catheter balloon had rupture (measuring 0.3800 inches). No missing pieces were noted. This does not meet specification per (B)(6), revision 13 which states "balloons shall not burst when inflated to minimum burst volume". The labeling is found to be adequate to fulfill (B)(6) revision 26. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after placement, the foley catheter balloon was burst.